Event description:
It was reported the patient lost weight causing pain at the ipg site. As a result, surgical intervention occurred on (B)(6) 2023 where in the ipg was sutured deeper to address the issue.

Manufacturer narrative:
Date of event: date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section b3: it should have been "it was reported the patient lost weight causing pain at the ipg site. As a result, surgical intervention occurred on 7 feb 2023 wherein the ipg was sutured deeper to address the issue" instead of "it was reported the patient lost weight causing pain at the ipg site. As a result, surgical intervention occurred on 2 feb 2023 wherein the ipg was sutured deeper to address the issue."

Event description:
It was reported the patient lost weight causing pain at the ipg site. As a result, surgical intervention occurred on (B)(6) 2023 wherein the ipg was sutured deeper to address the issue.